Event description:
Patient received interscalene catheter for postop pain management for ambulatory shoulder surgery. Catheter was connected to on-q pain pump filled with 550 ml of 0.2% ropivacaine. The pump was set to deliver 10 ml/hr and consequently should have run for 55h. The pump emptied about 20h prematurely into the patient. Dates of use: (B)(6) 2013.